Event description:
It was reported following a diagnostic cardiac catheterization procedure, an 8f angio-seal vip was used to seal the arteriotomy. The patient was discharged three hours later. The patient enjoyed a half mile walk, the day following the procedure. Two days after the cath procedure, the patient woke with constipation pains and spent four hours on the toilet. After that, the patient returned to the hospital with symptoms of retroperitoneal bleeding. The patient received three units of blood and a surgical laparatomy was performed to repair the right iliac artery.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The angio-seal device patients information guide state - modify activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.